Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been four other complaints reported in the lot number. Additional information was requested and received. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported inflammation one week following an intraocular lens (iol) implant procedure. The patient was treated with steroids. The lens remains implanted. Additional information was provided indicating that the patient's vision recovered.